Event description:
It was reported that OEM smartsite y-body valve eo only was deformed inside. The following information was provided by the initial reporter: it was reported by the customer that the clave was deformed inside.

Manufacturer narrative:
H6: investigation: one 5100r sample was received by the manufacturing site for investigation; the customer feedback indicates that the complaint sample was from lot 21048406. Their analysis confirmed the customer's experience as a flake of the resin used for molding the components was observed within the body of the 5100r component. The investigation conducted by the manufacturing site confirmed that the observed issue is likely to have occurred during the startup of the moulding process. In such instances the initial components are typically segregated and disposed of, however in this instance it is likely that the affected component was not segregated and continued onto subsequent assembly processes due to human error. A review of the production records for lot 21048406 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that OEM smartsite y-body valve eo only was deformed inside. The following information was provided by the initial reporter: it was reported by the customer that the clave was deformed inside.